Manufacturer narrative:
Model number: 72404310, lot number: 0175004002, model description: pump ms, UDI: (B)(4). Model number: 72404161, lot number: 0173608008, model description: reservoir 65ml pc, UDI: (B)(4).

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to erosion at the "tubing exit of cylinder." There was a crack on the cylinder tubing resulting in fluid loss. As a result starting two weeks earlier the patient was not able to inflate the device. The location of the erosion was the cylinder tubing. A new 18cm x 12mm ipp device was implanted. The patient was in a stable condition following the procedure.

Manufacturer narrative:
Additional information provided in: concomitant medical device available for evaluation, returned to manufacturer date, device evaluated by manufacturer, device not evaluated by manufacturer code, evaluation method codes. Model number: 72404310. Lot number: 0175004002. Model description: pump ms. UDI: (B)(4). Model number: 72404161. Lot number: 0173608008. Model description: reservoir 65ml pc. UDI: (B)(4).

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to erosion at the "tubing exit of cylinder." There was a crack on the cylinder tubing resulting in fluid loss. As a result starting two weeks earlier the patient was not able to inflate the device. The location of the erosion was the cylinder tubing. A new 18cm x 12mm ipp device was implanted. The patient was in a stable condition following the procedure.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to erosion at the "tubing exit of cylinder." There was a crack on the cylinder tubing resulting in fluid loss. As a result starting two weeks earlier the patient was not able to inflate the device. The location of the erosion was the cylinder tubing. A new 18 cm x 12 mm ipp device was implanted. The patient was in a stable condition following the procedure. It was further reported that there was only damage to the device causing fluid loss. There was no erosion of the patient's tissue.

Manufacturer narrative:
Model number: 72404310, lot number: 0175004002, model description: pump ms, UDI: (B)(4). Model number: 72404161, lot number: 0173608008, model description: reservoir 65 ml pc, UDI: (B)(4).

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegation of fluid leak was confirmed via product analysis. No escalation to ncep, CAPA, or scar is required the ams700 cylinders were visually inspected and functionally tested. There was a leak in one cylinder that was the result of fatigue in the input tube. Input sleeve was completely removed from both cylinders. The other cylinder performed within specifications. This confirms the reported event of tubing fluid leak. The ams700 ms pump was visually inspected. No leak was found. The pump was not functionally tested due to the cylinder tubing leak. The ams700 reservoir was visually inspected and functionally tested. No leak was found. The reservoir performed within specifications. Additional information provided in: b5 describe event or problem, h6 patient codes. Additional information provided in: d10 device available for evaluation, d10 returned to manufacturer date, h3 device evaluated by manufacturer, h3 device not evaluated by manufacturer code, h6 evaluation method codes. Model number: 72404310, lot number: 0175004002, model description: pump ms, UDI: (B)(4). Model number: 7240461, lot number: 0173608008, model description: reservoir 65ml pc, UDI: (B)(4).

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to erosion at the "tubing exit of cylinder." There was a crack on the cylinder tubing resulting in fluid loss. As a result starting two weeks earlier the patient was not able to inflate the device. The location of the erosion was the cylinder tubing. A new 18cm x 12mm ipp device was implanted. The patient was in a stable condition following the procedure. It was further reported that there was only damage to the device causing fluid loss. There was no erosion of the patient's tissue.